Event description:
It was reported that the user experienced leakage at the cartridge-to-connector interface after changing supplies, which led to supply shortage and a request for replacement cartridges. Symptoms included no reported adverse clinical effects. Outcomes included replacement supplies being shipped and user education provided to insert the cartridge into the ilet first before attaching the connector. Investigation included customer interview and use process review. Investigation of this case revealed use-related error due to attaching the cartridge and connector outside of the device, which is consistent with an incorrectly deployed infusion set or misattached connector. It was concluded, based on previously established findings for similar reports, that the cause was user technique.